Event description:
It was reported that during a ptca / stenting treatment procedure, the quantum maverick monorail 15/2.5 mm balloon ruptured at 12 atms on the initial inflation. The lesion being treated was a non-calcified, 90% stenotic lesion in the mid left anterior descending (lad) coronary artery. The physician used a 6f medikit introducer sheath for vascular access and a terumo runthrough guidewire and a 6f mach1 guide catheter to cross the lesion. The quantum maverick monorail balloon was being used to post-dilate a cypher stent. During post intervention angiography, a vessel perforation was discovered which was successfully treated by inflations at the site with another balloon catheter. The procedure was successfully completed. Patient status is reported as `good'.